Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, visual inspection noted that the valve was discolored, showing evidence of blood contact. A small cut was observed in the sewing ring, along the inflow adjacent to the right cusp. All leaflets were slightly stiff but flexible, possibly due to the blood contact and/or the decontamination process. The non-coronary and left cusps were intact. A cut and/or tear through the tunica of the right cusp along the inflow margin of attachment through the tissue and base stitching, cutting one suture, was determined to be associated with a sharp object such as a scalpel. All commissures were intact. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Product analysis confirmed that a tear in the inflow adjacent to the right cusp was damage the occurred with a sharp object such as scalpel, which likely occurred during implant.

Manufacturer narrative:
The product was discarded by the customer, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that following the implant of this bioprosthetic mitral valve, the valve was explanted and replaced due to an apparent leaflet tear. No adverse patient effects or complications attributed to the valve were indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.